Event description:
Event was reported to caldera medical by an attorney. In the legal complaint the patient states that she suffered from infections, total incontinence, vaginal scarring, painful intercourse, psychological symptoms from incontinence and painful intercourse, vaginal bleeding, and severe pain.